Manufacturer narrative:
The device was not returned for investigation. A lot review was performed and there were no discrepancies or non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
Date returned to mfg: 4/3/2019. One sample was returned for investigation. The reported event was verified. Both filter vents appeared to be in a good condition. The set was leak tested and leak was confirmed from the outlet vent of the filter. The leaks appeared to seep through the filter vent material from various locations. The probable cause of the observed leak is temporary or permanent loss of the hydrophobic properties of the filter vents due to infusate interactions.

Manufacturer narrative:
The device is available for evaluation but has not yet been received.

Event description:
The customer reported that the plum set tubing was leaking from the filter. It was leaking an unknown cytotoxic drug during administration. The date of the event in unknown. The was patient involvement and no report of an adverse event, medical intervention or delay of critical therapy.